Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: db-2203-45 serial number: (B)(6) batch/lot number: 5010146 model/catalog description: argyle lead 45cm sterile kit unique identifier (UDI) #: (B)(4). Model number/catalog number: unk serial number: unk batch/lot number: unk model/catalog description: unk unique identifier (UDI) #: unk. Model number/catalog number: db-4600-c serial number: n/a batch/lot number: 38757902 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c serial number: n/a batch/lot number: 38359013 model/catalog description: suretek burr hole cover kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient proceeded with the implant procedure of the deep brain stimulation (dbs) system. Upon completion of the intervention, the patient developed a subdural hematoma, which subsequently led to the patient's death. According to the physician's assessment, the procedure was determined to have contributed to the patient's complication.